Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed functional testing due to the lem (link electronic module) circuit board. Error messages were also observed in the programmer history log, the fan was noisy, and the lower case/feet were worn. (B)(4)

Event description:
The programmer was returned for a software update. It was analyzed and tested out of specification during manufacturer's analysis. There was no patient involvement.